Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation (mr) grade 4. The first clip was implanted with no issue. A second clip nt was advanced and placed medial to the first clip. The leaflets were successfully grasped but while establishing the final arm angle (efaa), the clip opened around 60 degrees. The clip was removed, and another clip was implanted with no issues reported. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported unintended movement (clip open ¿ efaa) associated with the clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).